Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc. In telephone contact, the complainantinformed that the information about lot number of the product was notavailable.

Event description:
(B)(4) ¿ the dentist reported that 6 months after dental implant was installed in intraoral region 10#, its non-osseointegration was observed. The patient presented insufficient bone quality/quantity (bone type IV), immediate load procedure was performed and biomechanical overload has occurred.